Event description:
It was reported that the system stopped flouring during a procedure, shut down, but worked fine after rebooting the system. This resulted in an intermittent recoverable loss of imaging functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel board was replaced during the service call. The system was tested and found to be working as intended and put back into service.